Event description:
Boston scientific became aware of an event involving a spaceoar through the article, a rectal ulcer caused by hydrogel spacer insertion: a case report and review of the literature, by yagi s, et al. Per the article, a patient who received a hydrogel spacer, experienced hematochezia, the patient was diagnosed with prostate cancer. A physical examination revealed mild tenderness through the abdomen. However, obvious perennial irritation symptoms were not observed a computerized tomography (CT) scan identified a low-density area that extended from the prostate to the rectal wall a magnetic resonance imaging (MRI) revealed that the hydrogel spacer was between the anterior rectal wall and the prostate. A colonoscopy revealed an approximately 2 centimeters of ulcer in the rectum with bleeding around the hydrogel spacer. The patient was treated with magnesium oxide and sodium carbozochrome sulfonate and a low-residue diet. After one week of conservative treatment the bloody tools gradually improved. One month after the diagnosis, approximately two months after insertion, the ulcer improved. The center of the ulcer contain jelly like substance, similar to the hydrogel spacer, and no signs of perforation were observed. Two months after the diagnosis, the jelly ulcer was no longer visible, and granulation formation was observed at the base of the ulcer during colonoscopy. The complete healing of the rectal ulcer was confirmed by CT scan and MRI scan. The radiation treatment for the prostate cancer was initiated four months after insertion. During a colonoscopy performed 6 months after hydrogel spacer insertion, scaring of the ulcer was observed. The patient has not experienced abdominal symptoms such as bloody stools since that time.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block g2: yagi, s., kawano, m., kawasaki, k., murakami, t., miyaike, j., & furukawa, s. (2025). A rectal ulcer caused by hydrogel spacer insertion: a case report and review of the literature. Den open, 5(1), e70036.